Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue and replaced the universal surgical manipulator (usm) 4 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm unit involved with this complaint and the reported failure was confirmed and reproduced. Pressing both sterile adapter pins at the same time, no movement found on all five gearboxes. The unit found with a stuck spring pin (on short presence pin #3) from the carriage main housing, causing the sterile adapter pin not actuating properly generating recognition/engagement issue or not being sensed by the acc board. During system test, instrument information display confirmed the status of the presence pin not being recognized. As a fix, the short presence pins (sterile adapter pins) will be replaced. The accl board carriage main block and all other presence pins will also be replaced to accommodate the repair. Carriage assembly will be upgraded to a different revision. The removed carriage will also be reworked in the carriage rework cell no image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the clinical territory associate (cta) reported arm4 instrument engagement issues. The cta stated that none of the discs would spin up when the sterile adapter was engaged. The operating room (or) staff attempted to install a permanent cautery spatula (pcs) instrument on arm4, but the instrument failed to engage. The technical support engineer (tse) viewed the system logs and identified no arm4 engagement messages in the logs. The cta requested arm4 be checked. The surgeon removed the pcs instrument from arm4 and successfully installed the instrument in arm3. The or staff re-draped arm4 with a new drape before reporting the issue. The surgeon planned to continue the case using arms 1-3, with arm 4 disabled. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.